Event description:
It was reported that during the implant attempt after testing a few sites, the lead's helix failed to deploy. When the lead was explanted, the helix was able to deploy only after much manipulation. It was further reported that the lead had no capture. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) a full lead was returned and analysis found no anomalies. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant attempt after testing a few sites the lead's helix failed to deploy. When the lead was explanted the helix was able to deploy only after much manipulation. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.